Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the causes of customer's death was a heart attack. Blood glucose at the time of customer's death was 600 mg/dl. Patient was wearing pump at the time of death. Nothing further was reported.